Manufacturer narrative:
(B)(4). One pump assembly was received for evaluation. Although, the customer reported malfunction, the se found a different issue, as the returned pump showed damage at one of the bearings. Further inspection found that inside of the shielding was full of bearing pieces and dirty. There was room for metal bearing pieces to escape the shielding, which could cause the board damage and the ventilator malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator stopped ventilating without generating an alarm. The device remained in standby mode. The cord was plugged into another outlet, and it starting ventilating again at the default settings. The event log previous to the incident had disappeared. The patient was transferred to a different ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.